Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a loose connection between the heater line of the homechoice cassette and the heater bag, which led to the alarm. Renal therapy services (rts) assisted the patient in restarting the setup with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.